Manufacturer narrative:
(B)(4).

Event description:
Prospective patient reported he had a continuous infusion trial on (B)(6). The drug used was morphine sulfate. Pt stated before the trial he was taking 300 mg of oral morphine for the last 3 years. Pt had to go med free for a month. Pt stated his l3-s1 are fused and is where the dr had the catheter. Pt stated he was on 1ml per hour and pain level was 0. Pt stated trial went so well he was only in hospital for 30 hours. While pt was at the hospital he had difficulty urinating. Pt stated his bladder would only empty 3/4 of the way and it would take 5 mins. Pt stated last night ((B)(6) no longer on trial))he was able to urinate fine. Pt states is his healthy beside joint pain and arthritis. He also had his prostate removed 7 years ago due to stage one prostate cancer. A prospective patient information request was made. Pt called in to see if trouble urinating was normal. Reviewed drug related complications and labeling. Pt stated the dr told him it was common and should go away. Pt also stated he talked to (B)(6) - possible ambassador pt wasn't clear- said it can happen as well redirected caller to patient's hcp.- pt called to see if the urinating issue was common and if it will go away. Pt stated he will be getting the pump and it has already been ordered. Device information is not applicable. Drug: unknown (current) and morphine (unknown- old).

Manufacturer narrative:
(B)(4).